Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a failed battery test after replacing the battery. The customer did not recall the blood glucose reading. The customer was advised that the batteries should be stored at room temperature and be within expiration date. The customer reported that the contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. The customer was advised to clean the battery cap contacts and insert a new battery. The customer reported that the insulin pump came back on with no alarm.